Event description:
There was no patient involved in this event. This device malfunctioned because the red status indicator was flashing. A device in this fault mode, if left undetected could fail to perform as intended if required.